Event description:
It was reported that the 9900 sys had grainy images during a case. Later in the case, the auto histo shut off by itself and the camera orientation changed by itself. The customer also noticed that the kv display on the monitor was off by 10kv from the c-arm display. The customer used a 9800 c-arm to finish the case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The svc rep reloaded the sys software and reseated the circuit boards. Sys functions as intended.